Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer was called back to be assisted with the issue but the customer did not answer. No further information was provided.